Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending for the architect toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73691be00. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of architect toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect toxo igg reagent lot 73691be00 was identified. Updated section a1 patient information: a2 - age at time of event - initial: blank / new: 30. A2 - age units (patient) - initial: blank / new: years. A3a - sex: initial: ni / new: female. B5 - describe event or problem - updated this section to include information of the age and gender of the patient provided by the customer.

Event description:
The customer reported a false reactive architect toxo igg result for a patient that came in for pregnancy follow-up for the toxo igg test. The following data was provided: on (B)(6) 2025, sid (B)(6). Toxo igg result = 19.7 iu/ml (positive). The patient returned on 14oct2025: toxo igg result = < 1.6 iu/ml. The tube from july 5 was repeated and generated a result of < 1.6 iu/ml. Customer¿s reference range: negative: < 1.6 iu/ml. Grayzone: 1.6 to < 3.0 iu/ml. Positive: >/= 3.0 iu/ml. There was no impact to patient management reported. Update: additional patient information provided by the customer: patient is a 30-year-old female.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: complete sample ID: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4), with 510k/PMA/bla number k210596.

Event description:
The customer reported a false reactive architect toxo igg result for a patient that came in for pregnancy follow-up for the toxo igg test. The following data was provided: on (B)(6) 2025, sid (B)(6). Toxo igg result = 19.7 iu/ml (positive). The patient returned on (B)(6) 2025: toxo igg result = < 1.6 iu/ml. The tube from (B)(6) 2025 was repeated and generated a result of < 1.6 iu/ml. Customer¿s reference range: negative: < 1.6 iu/ml. Grayzone: 1.6 to < 3.0 iu/ml. Positive: >/= 3.0 iu/ml. There was no impact to patient management reported.